Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and there was no deformation to the areas where the foreign material remained. In regard to the foreign material in the nozzle, it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU), therefore it could not be specified why the material remained. However, it is likely the foreign material remained on the distal cover because reprocessing was not correctly implemented in accordance with the IFU. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the tip of the nozzle and tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.